Event description:
This event occured outside the USA, in spain. On 15-apr-2024, an injector from spain notified us of an adverse event. According to the information received, a patient was injected on : - (B)(6) 2023 with 2.4ml of teosyal rha 4 in the cheeks (with a cannula, retrotracing technique) - 19-sep-2023 with 2.4ml of teosyal rha 4 in the cheeks and oral commissures (with a cannula, retrotracing technique) - 17-oct-2023 with 1.2ml of teosyal puresense ultra deep in the cheekbones (with a needle, bolus technique) it was reported that approximately 5 months after the injections, in mid march 2024, the patient had a blunt incised wound on the nasal bridge with major bleeding, that brought her to the hospital where she was treated and received doses of tetanus vaccine. After 15 days, on 26-mar-2024, the patient noticed nodules in the malar area, and plaques on the cheeks. Therefore, the patient was reviewed by the injector and presented with inflammatory nodules in the cheekbones bilaterally, of moderate intensity. On 03-apr-2024, inflammatory nodules were also discribed in the cheeks and the oral commissures bilaterally, of severe intensity. The injector reported that the vaccine triggered a late inflammatory reaction. On 09-apr-2024, the patient received as treatment : - corticoids anti-inflammatories injected im (urbason) and oral tablets (prednisolone, tapering regimen for 12 days) - antibiotics (ciprofloxacine 500mg/12h) for 8 days. On 17-apr-2024, we were informed that the patient evolved favourably and the situation was monitored by the injector. Therefore, the complaint was considered closed.

Manufacturer narrative:
According to the information received, this case seems to be late inflammatory reaction. Delayed inflammatory reactions that may manifest as nodules and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. In this case the patient received doses of tetanus vaccine 15 days before the reaction. According to the injector, the vaccine triggered a late inflammatory reaction. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.